Event description:
Boston scientific crm received information via a hospital procedure form that an atrial lead revision procedure was performed six months ago. The reason for the revision procedure remains unknown. During that procedure, this right atrial (ra) lead was successfully repositioned into the atrial appendage. There were no adverse effects reported, and the rest of the system remained implanted.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.